Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler and the formation of the patient¿s umbilical hernia, as the hernia was present prior to the patient beginning pd for renal replacement therapy (rrt). However, while there is no allegation or objective evidence indicating a fresenius product/device deficiency or malfunction caused the umbilical hernia. The liberty select cycler cannot be disassociated from having a contributory role in the exacerbation of the existing umbilical hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures, and the surgical introduction of the pd catheter also increases the risk of hernia formation or exacerbation.

Event description:
It was reported that a peritoneal dialysis (pd) patient was getting over a hernia. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient¿s umbilical hernia was present prior to initiating pd therapy several years ago. Over the past few years the umbilical hernia has become more ¿pronounced,¿ and was affecting the patient¿s ability to drain properly during pd therapy. Approximately 30 days ago the patient underwent a scheduled umbilical hernia repair. Per the pdrn, the patient¿s pd catheter (not a fresenius product) was never repositioned by the surgeon, as stated by the patient. Following the surgical repair, the patient resumed ccpd therapy with low volume (1000 ml) exchanges. The patient continues to experience occasional drain complications, however the pdrn stated these are expected, and are attributed to the abdomen healing post-surgery. The pdrn stated the liberty select cycler did not cause the event. However, the process of pd therapy utilizing the cycler exacerbated the existing hernia, until surgical repair was required. The discharge summary was requested but was not available. Treatment data for (B)(6) 2019 was assessed for potential increased intraperitoneal volume (iipv) event(s). All drain volumes met the 70% drain exit criteria of >700 ml. The 150% overfill check of <1500 ml was met, and the 180% drain volume criteria of <1800 ml was not exceeded.